Event description:
Consumer called to report accuracy issues with her meter. Analysis run on consensus error grid (ceg) using lab readings (83) as refere3nce point vs bd readings (160) yielded some data points in the c range of the grid, outside acceptable limits.